Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a routine follow-up on (B)(6) 2019. During device interrogation, high, out of range, pacing lead impedance and loss of ventricular capture were observed on the low voltage right ventricular lead. The high pacing lead impedance was an ongoing issue for months; however, the exact onset of the event is unknown as the patient notifier was not enabled. The patient is pacemaker dependent and paces less than one percent in both the atrium and ventricle. No intervention was performed. The patient was stable and was referred to a cardiac electrophysiologist (ep) for further consultation.

Event description:
New information noted that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited high pacing impedance and loss of capture. According to the patient, the issues were seen since (B)(6) 2006. The physician capped and replaced the rv lead on (B)(6) 2023. The old rv lead was abandoned in the body. The patient was in stable condition throughout the procedure.